Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. It was indicated that alternate site insertion occurred, which is off label usage of the device. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to the transmitter having 0 volts. The log was downloaded and reviewed finding early sensor expiration. The allegation was confirmed. The probable could not be determined via product. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. It was indicated that alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.